Event description:
I received the essure sometime in (B)(6) 2011 but I never had the dye test to check if the coils were in the right place. I'm not sure how long after, I started having missing or irregular periods with severe stomach bloating to the point where I thought I was pregnant. I also have left side pelvic pain and lower back pain. I discuss this with my doctor and she ran all kinds of blood test and said everything came back good. After time had passed and I'm still experiencing the symptom I decided to (B)(4) essure and came across a whole bunch of women with essure that is or have experienced the same symptoms that I described. So I went back to my doctor and she is making an appointment for me to get the hsg test sometime in (B)(6) 2015.